Manufacturer narrative:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In the previously submitted report section b5 was incomplete, section b5 will be- the patient also alleged of having black particulate in sputum. There was no report of serious or permanent patient harm or injury the device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer. The manufacturer found no evidence of contamination. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of an unknown white particulate inside the blower, and keratin-like contaminant on blower box outlet. The manufacturer found no evidence of sound abatement foam degradation. The manufacturer concludes there was evidence of an white particulate inside the blower, and keratin-like contaminant on blower box outlet. The manufacturer confirmed there was no evidence of sound abatement foam degradation.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058